Manufacturer narrative:
The cause of the discordant high ckmb results is unknown. The instruction for use (IFU) interpretation of results section states the following: "serial sampling at the appropriate time intervals will result in the typical rise and fall pattern of ck-mb levels in patients experiencing myocardial infarction. Elevated ck-mb levels may be related to non-ami events such as congestive heart failure, strenuous exercise, or trauma. These events should be considered when interpreting ck-mb results." No conclusion can be drawn.

Event description:
Falsely high advia centaur ckmb results were obtained by the customer and considered discordant when compared to other ckmb test method results. There was no report of patient treatment being altered or adverse health consequences due to the discordant high advia centaur ckmb assay results.